Event description:
(B)(4). I started getting excruciating pain in my sides. Migraines worsened from 1 a month the prior to essure to 4 a week. Seizures started in 2012. Loss of menstrual cycles. Weight gain, fatigue, heavy bleeding when did have a menstrual with severe cramping.